Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the unit alarm is not working.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Sieve bed, other/defective. Controls, short circuit. Manifold, manifold leaking. Complaint of unit alarm is not working was confirmed. The underlying cause is a short circuit in the controls.

Event description:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Sieve bed, other/defective. Controls, short circuit. Manifold, manifold leaking. Provider states, the unit alarm is not working.